Event description:
It was reported a patient experienced peritonitis and sepsis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by peritoneal effluent that was ¿neon green and gloppy¿. The cause of the peritonitis was unknown. On the same day as diagnosis the patient was hospitalized for the events of peritonitis, sepsis and another unrelated indication. The cause of the sepsis was unknown. The same day as hospitalization the patient was treated with intraperitoneal (ip) vancomycin 1 gram, one dose, then switched to intravenous route of administration which was ongoing during hospitalization (dose and frequency not reported) and ip fortaz (dose and frequency not reported). Four days after the onset of peritonitis the patient was placed on a ventilator. Three to five days after the onset of peritonitis, the pd catheter was removed and hemodialysis was started. At the time of this report the patient was in a rehabilitation facility, antibiotics were believed to be ongoing and the patient was considered recovered from the peritonitis and sepsis events. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.